Event description:
It was reported that post op check right atrial (ra) lead dislodgement, poor sensing and no capture at max output were noted. Dislodgement confirmed with chest x-ray. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix extended, clogged with blood/tissue, and was found bent consistent with procedural damage. Due to the bent helix, the helix mechanism/extension length test could not be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the bent helix which is consistent with procedural damage. Correction: h6 - medical device problem code